Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) is currently underway by zoll manufacturing corporation. Evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were identified, but downloading is a secondary function of the device and does not interfere with the device's ability to detect and treat a patient. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 08/27/2014 reuse. Electrode belt sn (B)(4): 08/06/2015 initial use.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time. The patient was not conscious and his wife was present. Per review of the patient's downloaded flag data, the patient received one inappropriate defibrillation on (B)(6) 2016. The lifevest delivered a treatment at 07:31:29. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The patient remained in asystole with intermittent cardiac activity after the treatment. Oversensing of a small cardiac signal contributed to the false detection. Asystole is considered a non-shockable rhythm. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a nonlife- sustaining rhythm before the treatment.